Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips (lots# 3647581 and 376913) have been returned and evaluated by lifescan product analysis with the following findings: both lot#'s of test strips failed testing. The reported issue was confirmed. In addition lot # 3647581 was found to have an illegible authentication mark. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips (lots# 3647581 and 376913) have been returned and evaluated by lifescan product analysis with the following findings: both lot#'s of test strips failed testing. The reported issue was confirmed. In addition lot # 3647581 was found to have an illegible authentication mark. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging incorrect product. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.